Manufacturer narrative:
(B)(4) date sent: 12/21/2016. Additional information was obtained: reported event was obtained from local newspaper article. At this time, there is no reasonable information that links the event to any ethicon product. The hospital has not notified any ethicon employees that a product issue occurred during the surgery. It has not been confirmed who manufactured any of the devices utilized during the surgery at issue. The information to date has come from a newspaper article and no specifics regarding devices used are provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can it be confirmed that an ethicon stapling product was used in surgical procedure? What was the surgical procedure? Were there any issues noted intra-operatively with device performance during procedure on (B)(6)? When did the alleged post-operative issue occur? Was the site of leak/laceration identified in procedure or autopsy? What was the physical relation of leak/laceration to staple line? Are the autopsy results available?

Event description:
It was reported that after a bariatric surgery (reduction of stomach) performed on (B)(6) 2016, in the following days the patient accused strong pain and he was hospitalized again. Subsequently the patient died on (B)(6) 2016. The autopsy detected that the death was the consequence of a chemical peritonitis caused by the laceration of the posterior stomach wall. It is unknown what happened to the device as no product code was reported.